Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services kept the cable connected to a test baton until monitor automatically shut off. The problem could not be confirmed. Additional part used: titanium su lopro s3; catalog: 0270-0769; ln: 020515. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium smart cable, after a couple of minutes the image started to jump. A delay in the procedure of unknown duration occurred as another smart cable was obtained. No harm to patient or user was reported.